Manufacturer narrative:
(B)(4).

Event description:
It was reported that a distal tip break occurred. A guidezilla¿ guide extension catheter was selected for use. During the procedure, the device apparently was wrapped around to an unspecified guidewire inside the regular guide catheter. Consequently, the distal tip of the device broke. The procedure was completed with another of the same guidezilla. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Microscopic and tactile inspection of the hypotube, collar, distal shaft and tip were performed. Inspection revealed a partial separation of the distal shaft at the collar of the device, with the device completely falling apart during lab analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a distal tip break occurred. A guidezilla¿ guide extension catheter was selected for use. During the procedure, the device apparently was wrapped around to an unspecified guidewire inside the regular guide catheter. Consequently, the distal tip of the device broke. The procedure was completed with another of the same guidezilla. No patient complications were reported and the patient's status was fine.